Event description:
It was reported by the rep that the (2) 512s were used during a laparoscopic nissen fundoplication procedure. It was reported that the seal on one of the 512s trocars tore causing a loss of pneumo. The case was continued with another 512s which also tore but the surgeon worked through the problem. The rep returned all 12mm (includes 3-512sd) ports from the case because he was unsure which devices were the ones that leaked,